Event description:
I underwent breast augmentation in 1993. Perfectly healthy before and, now I am diagnosed with the following: severe fatigue, auto immune disease, chronic fatigue, thyroiditis, gastro issues, joint pain - bursitis, frozen shoulder in both arms, severe pain in breast area. Unability to regulate sugar levels, constant urination, persistent insomnia, blurred vision, breathing issues, numbness in extremities, hands and feet, exhaustion after minimal physical efforts. FDA safety report ID# (B)(4).